Manufacturer narrative:
Image review: computed tomography (CT) imaging from 2/19/2026 and a case report from imaging services, dated 2/20/2026, were provided for review. CT review: there is possible pannus/thrombus within the tav frame. Plaque/thrombus is also suspected around the evolut frame at all native cusps, with no contrast visualized throughout the non-coronary cusp (ncc) at approximately 13 mm above the inflow. The prosthetic leaflets appear calcified at approximately 20.5 mm from inflow. Report review: possible pannus/thrombus is seen within the tav frame from the evolut inflow up to node 4. Suspected plaque/thrombus is present around the evolut frame at all native cusps, with no contrast visualized in the ncc at the level of node 3. The prosthetic leaflets appear calcified at the level of node 5. Implant depth measures 6.3 mm above the right coronary cusp (rcc) and 5.6 mm above the left coronary cusp (lcc). Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately 7 years, five-and-a-half months after the implant of a 29mm transcatheter aortic bioprosthetic valve, valve failure was identified and characterized as stenosis with calcification. No treatment or intervention was performed. No other patient complications were reported as a result of this event.